Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The event history log was checked and revealed multiple alarms. The "cassette not properly attached" problem was duplicated. In the downstream sensor was stuck at max output (2500 mv). In user mode it continuously alarmed for cassette not attached. Peeling up the sensor seal and poking around on it temporarily brought it back to normal but when pressure was applied it stuck at high output again.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump's cassette was not attached properly. There was no patient involvement.